Event description:
The customer stated a false (B)(6) architect hiv ag/ab result was generated for one patient sample. The patient sample was (B)(6) with the immuno chromatography method. The architect result was not reported out of the laboratory. There was no impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect hiv ag/ab, list (B)(4), that has a similar us product distributed in the us, architect hiv ag/ab combo, list (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customers observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and testing of in-house samples. Testing of a retained kit of the reagent lot identified in the customer complaint met specifications. Three hiv-sensitivity specimens were tested, as the patient sample in question was not available. The samples demonstrated (B)(6). In addition two commercially available seroconversion panels were tested using as an additional part of our evaluation the complaint records were reviewed for the reagent lot in question. There were no problems identified relating to the customer's observation. A review of the complaint trend reports for the period of (B)(4) 2010 to (B)(4) 2010 indicated there were no adverse trends associated with arch hiv ag/ab combo; this was the only complaint registered for reagent lot 89341hn00 due to potential false (B)(6) patient results. All generated and reviewed data demonstrate that the sensitivity performance of the architect hiv ag/ab combo reagent, lot number 89341hn00, is not compromised and the performance fulfills the package insert claims with regard to sensitivity. The customer indicated the affected specimen caused a (B)(6) result with an immuno-chromatographic device method. These tests are rapid and simple and can be used when rapid testing is required. However it should not be used as sole criteria for diagnosis but should serve the purpose of initial screening only. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based on these results, we have determined that architect hiv ag/ab combo reagent, list number 4j27-36, lot number 89341hn00, is performing acceptably within the package insert claim for sensitivity. There was no deficiency identified.